Manufacturer narrative:
Corrected field: (medical device ¿ problem code) additional contact details contact person phone number: (B)(6). Getinge field service engineer (fse) the iabp ac indicator light did not light up. After replacing the cable, the iabp worked normally. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h10. Getinge field service engineer (fse) confirmed the iabp ac indicator light was off. After replacing the cable, the iabp worked normally. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received reel ac power cord with a reported unit failure of the cord not able to be pulled out farther than 1 meter. Performed a visual inspection found the part in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Cord was able to pull out and retract properly. The cord was faulty due to 2 wires having open resistance and most likely damaged. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 30 july 2024. The failure analysis and testing dept. Received ametek with a reported unit failure of the cord not able to be pulled out farther than 1 meter. Performed a visual inspection found the part in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Cord was able to pull out and retract properly. The cord was faulty due to 2 wires having open resistance and most likely damaged. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that prior to use on a patient, after the cardiosave intra-aortic balloon pump (iabp) unit was connected to ac power and the machine was turned on, the ac indicator light of the device did not display. The iabp power cord could not be pulled out further after being pulled out 1 meter, and it could not be retracted. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.